Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that five days following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced eye pain, decreased vision and was readmitted. The admission diagnosis was post cataract operation endophthalmitis. The anti-inflammatory, anti-infection and symptomatic treatment were given to the patient. The condition is getting better at the moment. The pigments in the aqueous humor of the anterior chamber are improving. There was no culture performed.